Event description:
A customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level since the pump did not shut down or become unresponsive. The pump began charging after the customer tried using the original tandem charging supplies and wall adapter plugged into a working outlet for at least 30 consecutive minutes. No further assistance was required.